Event description:
An asymptomatic patient came into clinic for vt ablation, and it was noted that the patient has had 2 unsuccessful shocks for vt episodes. Angiography revealed an insulation anomaly. The lead will be extracted and replaced some time in the future.

Manufacturer narrative:
As received, a partial lead was returned without the proximal connector pins. Analysis found external insulation abrasion between 8.4 cm and 9.8 cm from the distal tip. At this location, the etfe coating on one of the rv conductors was compromised. This damage is consistent with friction against another device. Internal insulation abrasion was also found between 10.3 cm and 10.6 cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.